Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose ranged from 282-342 mg/dl. Customer reported that blockages appeared to be in the infusion set tubing; however, this could not be confirmed as troubleshooting was not performed.